Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since implant, the patient has experienced ¿great big thuds¿ when the heart beats and when lying down. Follow up with the physician office noted that the patient experienced phrenic nerve and diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.